Manufacturer narrative:
The pump was received stuck in a full segment display due to a faulty component on the interface board. Unable to verify any alarms due to the full segment display. No constant tone was noted. The pump also had a cracked case at the display window corner, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 124 mg/dl at the time of the call. The customer stated that the insulin pump made a squealing noise when the alarm occurred. The customer reinserted the batteries in the device but the power did not return. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer will give the insulin pump a two hour rest before trying to turn the device back on. The customer did not return the product back for analysis.